Event description:
Information was received from a patient (con) regarding an external device to an implantable pump infusing unknown drug for non-malignant pain. It was reported that the caller stated that they were having trouble with the myptm (patient therapy manager) application at night. The caller (con) stated that the time on the unit was wrong and they can't use it. The caller added that when they got to use it, the screen blacked out and they had to reset it to go back. The patient attempted to connect but got stuck at 90%. The patient mentioned an error message would appear after that. The agent walked the caller through closing out of all running applications and clearing out the data. The caller was able to connect to the pump and pass the tutorial section. The patient was able to deliver the bolus. The patient would monitor the issue and call back when needed.

Manufacturer narrative:
Continuation of d10: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.